Event description:
Recently I developed a bad, productive uncontrollable cough. After reading about the recall notice in the ny times (I never received a notice of the recall from manufacturer or medical supply company) I stopped using the CPAP machine and the cough is now improving. FDA safety report ID # (B)(4).